Manufacturer narrative:
Device evaluated by MFR.: gladiator device - 7x60x75cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the distal markerband and extending approximately 31mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.a visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis. .

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 7.0 x60, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation, under working pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 7.0 x60, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation, under working pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.